Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Caller states the patient tested 3.4 inr on the coaguchek xs system and 2.28 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.